Event description:
It was reported, the video system center had a pin broken on the camera connector. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found had a pin broken on the camera connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause for no image is likely due to the bent video connector pin. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.